Event description:
It was reported that a pericardial effusion and a leak occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The closure device was deployed and released in the laa despite a 2mm leak. The patient was on oral anticoagulants post procedure. Two to three days later, the patient presented to another institution with pericardial effusion. Additionally, the patient was tapped and the physician was uncertain of what caused the effusion. In (B)(6) 2020, the patient presented for their 45 day transesophageal echocardiography (tee) follow up which revealed a leak that measured at 6-7mm. Eventually, the leak was closed with a non-bsc occluder. Another tee test will be performed in 45 days to ensure a complete closure.